Event description:
It was reported at some point during the case the table top rotated about 90 degrees to one side. This was not achieved through hand pendant use. Anesthesia resident thought they might have accidently pushed the foot end table top lock button off. Patient was taped so heavily to the table top that they did not slip or fall off the table. No patient injury was reported. Table top was manually rotated back to zero degrees of lateral tilt and the patient was taken off the table.

Manufacturer narrative:
Added serial number added mfg date..

Event description:
It was reported at some point during the case the table top rotated about 90 degrees to one side. This was not achieved through hand pendant use. Anesthesia resident thought they might have accidently pushed the foot end table top lock button off. Patient was taped so heavily to the table top that they did not slip or fall off the table. No patient injury was reported. Table top was manually rotated back to zero degrees of lateral tilt and the patient was taken off the table.

Manufacturer narrative:
Inspected/tested the table and found the brakes working correctly. We do not have enough information to get a definitive conclusion as to what happened based on the information provided. We do not know the state of the blue handle (locked or unlocked) and we also do not know the state of the three lights on the head section at the time of the incident. All three lights need to be lit on the head section to properly use the table, as indicated in the 5803 owner's manual, indicator lights section. Status of the indicator lights before and during the case are unknown. Site staff was most likely using the table improperly, operator error.

Event description:
It was reported at some point during the case the table top rotated about 90 degrees to one side. This was not achieved through hand pendant use. Anesthesia resident thought they might have accidently pushed the foot end table top lock button off. Patient was taped so heavily to the table top that they did not slip or fall off the table. No patient injury was reported. Table top was manually rotated back to zero degrees of lateral tilt and the patient was taken off the table.